Event description:
It was reported that the handpiece was sent to the caller because it was not working during a lap cholecystectomy. There were no error codes mentioned. The staff used a 2nd handpiece with the original disposable which worked. The case was completed with no patient consequence.